Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, crease fold, opening on anterior and white particles. A visual and microscopic analysis was performed which identified: striated opening. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture, and capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture, "left breast capsular contracture" baker grade not specified, "radial folds", "chronic inflammation", and "focal calcification". Device was explanted.